Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. Visual inspection revealed numerous hypotube kinks. Microscopic inspection of the balloon and shaft was unable to confirm any leaks. Functional testing was performed by connecting a water filled inflation device an applying pressure. As the device was pressurized there was water leaking from the hub connection. Microscopic examination of the hub revealed that the hub was cracked.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported.